Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation on (B)(6) 2013. She stated she last charged approx three weeks ago. Her ipg will no longer communicate with her charger and programmer which was confirmed by the sjm rep. Surgical intervention will be undertaken at a later date.